Manufacturer narrative:
The customer¿s report of a leak from a small hole in the upper section of the silicone segment just below the upper fitment was confirmed. No anomalies were observed during initial visual inspection. Functional testing was performed and a leak was observed in the pumping segment from a tear/cut directly below the upper fitment's ring retainer. The cause of the leak was from a tear/cut in the pumping segment directly below the upper fitment's ring retainer. The cause of the tear/cut was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a primary dilaudid 50mg/50ml infusion at a titrated rate of 1-4mg/hr leaked from a small hole in the upper section of the silicone segment just below the upper fitment. The leak was noticed approximately two hours after the infusion was started when the nurse noticed fluid on the floor and leakage from the top and bottom of the chamber, approximately 25ml total. There was no harm or medical intervention as a result of the leak; the tubing was changed and the dilaudid continued to infuse without difficulty.